Event description:
Account alleged that the head of the bed is drifting down when it is in lower positions.

Manufacturer narrative:
Repair unk, hill-rom attempted to contact account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.